Event description:
It was reported that during a pre-test to place the foley catheter for temperature management and urinary drainage in the operating room, it was suspected to be malfunctioning due to lack of drainage, so it was refrained from using.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with syringe and drainage bag. Visual inspection of the sample noted the blockage point observed within drainage lumen at trifurcation site. Extra silicone in the drainage lumen causing a complete blockage near the trifurcation. This is out of specification which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube. This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. DHR was not required as the CAPA 11881143. Labeling review is not required as the CAPA 11881143. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place the foley catheter for temperature management and urinary drainage in the operating room, it was suspected to be malfunctioning due to lack of drainage, so it was refrained from using.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place the foley catheter for temperature management and urinary drainage in the operating room, it was suspected to be malfunctioning due to lack of drainage, so it was refrained from using.